Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to lead dislodgement.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right atrial (ra) lead. Furthermore, there were episodes of automated mode switch noted due to crosstalk which may have been caused by a dislodgement of the ra lead; however diagnostic imaging was not performed. The device was reprogrammed and the patient was stable with no consequences.